Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa and clip open while locked. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4 and enlarged atrium. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt was inserted and placed on the valve. However, while establishing final arm angle (efaa) for the second time, the clip slightly opened but appeared to be within acceptable limits. Troubleshooting was performed, the clip was fully closed, and the deployment process was continued. However, during detachment of the clip delivery system (cds), the clip opened. It was noted the clip remained stable on the leaflets. The procedure was completed with two clips implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.